Event description:
It was reported that during the procedure in the left internal carotid artery, after filter retrieval, the pt became unresponsive with right hemiparesis due to left middle cerebral artery infarct. Cerebral arteriogram, done on (B)(6) 2010, showed distal embolization at the left internal carotid artery at the junction of the anterior middle cerebral artery with no significant flow into the anterior or middle cerebral arteries at the end of the procedure. The pt was treated with thrombolytics and decadron, was intubated and underwent unsuccessful thrombectomy with no neurologic improvement post-procedure. The pt was mechanically ventilated and blood pressure was maintained with levophed. The stroke worsened and the pt developed diffuse cerebral edema and probable herniation. Palliative care was initiated and the pt died on (B)(6) 2010. Though requested, no additional info was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Thrombosis, hypotension, respiratory distress, stroke and death, are listed in the product instructions for use as known potential adverse effects associated with carotid procedures. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.